Event description:
It was reported that the ceramic inlay broke during insertion. Even before tapping the inlay. There was a 20 minute surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the ceramic inlay broke during insertion. Even before tapping the inlay the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device along with supplier investigation performed by supplier. Visual analysis of the returned sample revealed that the rim of the ea delta cer insert 36idx52od has fractured, fragments were not returned for evaluation. Next to the fracture surface metal transfer can be observed which indicates small areas of intensive contact between the ceramic liner an the metal cup. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the ea delta cer insert 36idx52od may have been caused by a misalignment during the process of positioning the insert. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables, anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121881752 / 3969973] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The components properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of productions. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the ceramic insert belongs to the shop order (B)(4). Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. The components properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of productions. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121881752 / 3969973] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.